Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product shows that the alarm powers on. The battery springs are bent. The battery door is damaged and the top left corner of the alarm case. The lcd only has a partial display when the volume level is selected. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that the led display is not legible. The batteries were replaced with a new supply. The alarm is functioning correctly, however, the screen is not readable to change the options. There's no visible damage to the outside of the alarm. There was no patient incident or injury reported. Evaluation for the returned product shows that the unit powered on and the battery springs are bent.